Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer stated that he had some no delivery issues, weak signal, and lost sensor alarms. Customer thought there was also a motor error alarm, but there isn't one showing on the alarm history. Customer cannot upload to carelink at this time, but will upload when he has the time. Customer stated that the weak signal and lost sensor alarms constantly happen because he is lying on the transmitter at night time. Customer was informed that he may want to position it where it isn't blocked. Customer mentioned that he turns in his sleep a lot. Customer had another call coming in and the closing of the call could not be completed. No additional information provided.